Event description:
A physician reported a patient experienced central scotoma in the right eye post a cataract surgery. Additional information has been requested but none received till date. It is unknown which specific product had contributed to the event. This is one of the four reports for this issue and represents the ophthalmic viscosurgical device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: as no product is returned, the complaint could not be verified the manufacturer internal reference number is: (B)(4).